Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer auxiliary 4-2 failed. The field service engineer removed the drawer and found during the inspection that the plunger spring was broken. Then, the fse replaced the broken plunger spring with a new one to resolve the issue. The engineer tested the system using diagnostics, and the pharmacy technician inventoried the items in the drawer with no issues found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not able to open, and cubie was unrecoverable. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.